Event description:
The device that was removed, which is a zipfix tie used to reapproximate the sternum bed broken and had become more superficial and this was removed and sent to pathology. The pt had the original surgery on (B)(6) 2014.